Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was prepped per the IFU and inserted through the procedural sheath. The balloon was inflated and as the technician withdrew the catheter, the balloon pulled through the sheath. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. It was noted that when looking at the balloon there did not appear to be a rupture. The patient was ambulated and discharged to home the same day with no clinical sequela noted.